Event description:
User facility was testing pump prior to initial use in the clinic and found the pump was over-infusing by approx 3% the pump had not been used in a clinical setting and there was no pt involvement.